Manufacturer narrative:
The explanted pump was returned assembled with driveline cut approximately 2.5" from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Prior to disassembly, both the proximal-side of th e inlet stator and the distal-side of the outlet stator revealed evidence of deposition in the pump. Upon disassembly of the returned (B)(4), visual examination of the pump's blood-contacting surfaces revealed non-laminated depositions of tissue extending form the blood tube/rotor inlet section, throughout the pump and into the outflow elbow. The depositions found along the blood-contacting surfaces appeared to have developed due to an acute low flow event or an interruption in flow through the pump. The pt reportedly experienced right heart failure and subsequently expired which could potentially have contributed to an interruption of flow through the pump; however, a direct correlation between the investigation findings of the explanted pump and the pt's right heart failure could not be made. The pump bearings, rotor, and blood contacting surfaces were examined under a microscope and no abnormalities were found. Examination and electrical continuity testing of the returned portion of the driveline was unremarkable. All wires were found to be electrically intact and no shorts of discontinuities were found. The shielding and bionate layers within the driveline were examined and no marks or anomalies were found. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The data from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump functioned as intended. A review of device history records showed no deviations form manufacturing or qa specifications. No further information is available. The manufacturer is closing this file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was supported for 23 days during which an rvad pump was also implanted on an unspecified date due to worsening right heart failure that progressed to multi-system organ failure and death. According to the information provided to the manufacturer, both the lvad and rvad pumps were functioning as intended. During the manufacturer's investigation of the returned lvad, thrombus formations were found.